Manufacturer narrative:
This report is associated with (B)(4), polident.

Event description:
Swallowed some of the solution [accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. Adverse event information was received via phone call on 19 january 2018. Consumer stated about polident. She swallowed some of the solution and wants to know what to do.